Event description:
It was reported that during a percutaneous coronary intervention a balloon ruptured occurred. The 99% in-stent restenosed target lesion of a non-bsc stent was located in the calcified and severely tortuous right coronary artery. The 12 mm x 4.50 mm nc quantum apex mr balloon catheter was used for dilatation of the lesion. Upon inflation the balloon ruptured. The procedure was completed with a nc quantum apex 4.5 x 8 mm balloon catheter. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received for analysis. There were multiple kinks in the inner shaft between the markerbands. Magnified inspection revealed a longitudinal tear in the balloon wall from the proximal end to the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon ruptured occurred. The 99% in-stent restenosed target lesion of a non-bsc stent was located in the calcified and severely tortuous right coronary artery. The 12mm x 4.50mm nc quantum apex mr balloon catheter was used for dilatation of the lesion. Upon inflation the balloon ruptured. The procedure was completed with a nc quantum apex 4.5 x 8mm balloon catheter. There were no reported patient complications and the patient status post procedure was listed as good.

Manufacturer narrative:
(B)(4).